Event description:
Additional information received on 08-dec-2021: issue occurred during routine preventive maintenance (pm).

Manufacturer narrative:
Other, other text: additional information d4 UDI is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Wear and tear damaged enclosure. The technician started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The reported issue was confirmed. The root cause of the reported issue was found to be the overtemp alarm is out of calibration. The technician reset the overtemp alarm.

Event description:
It was reported the device gave "high temperature" alarms. Issue was identified during testing with no patient involved.